Event description:
It was reported that the patient experienced hyperglycemia after a meal announcement during which an occlusion alert occurred and only 65% of the meal bolus was delivered; blood glucose peaked at 306 mg/dl and remained above 180 mg/dl for about 3 hours before trending down to 195 mg/dl with automated corrections. Symptoms included elevated blood glucose without reports of dizziness, loss of consciousness, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included review of device alerts and user report of an occlusion during dosing. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear despite the reported occlusion event. It was concluded that the event was non-serious and that hyperglycemia occurred with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.